Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he was hospitalized for 4 days due to hypoglycemia. He was hospitalized from (B)(6) 2024. No further information was available.